Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated: a2, a4, a5, a6, b6, b7, d8, d10, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: watertightness failure from the scratched part of the cable, water invasion in the charged couple device (ccd) and water invasion in the coupler. A root cause could not be identified. Based on the results of the investigation for the events of watertightness failure from the scratched part of the cable, water invasion in the charged couple device (ccd) and water invasion in the coupler it is surmised that these events occurred due to water invasion caused by the scratched part of the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had cracked cable. The issue was found during an unspecified therapeutic procedure. No patient harm was reported by the customer.